Event description:
It was reported that there was high and rising right ventricular (rv) lead impedance and high right ventricular (rv) lead thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-45 non defib lead implanted: 2006 (B)(6). (B)(4).